Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor patch was visually inspected, and no issues were observed. The watermark was observed at the base of the sensor tail, indicating the sensor was properly inserted. Data was extracted from the returned sensor using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Milled slot into sensor casing to perform smu (source measurement unit) testing, and results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as visual disturbances, trembling, and cold sweat. The customer self-treated with an insulin injection (dose/type unspecified) and cola. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as visual disturbances, trembling, and cold sweat. The customer self-treated with an insulin injection (dose/type unspecified) and cola. There was no report of death or permanent impairment associated with this event.